Event description:
According to the reporter: surgeon's closing vaginal cuff laparoscopically with the endo stitch device. The device was loaded properly and worked for one stitch. The device released the suture. The suture was retrieved and discarded. Another suture was loaded properly. The device was used again and on stitch was thrown, and the device released the suture again. The suture was retrieved, and the device was judged defective.

Manufacturer narrative:
(B)(4).